Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer also stated that insulin pump had stuck button alarm that the button was press more than 3 minutes. Customer stated that display was blank currently. Customer stated that the display was not blank less than 30 seconds and then returned. Customer was advised to remove the battery. Customer insert battery alarm display on the insulin pump screen. Customer was using amazon type of battery. Customer also stated that the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded and also spring was neither damaged nor corroded. Customer was advised to press and hold the back button for 60 seconds and also advised to insert new aa battery. Display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.